Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s wife reported via phone call that customer experienced high blood glucose of 402 mg/dl. The customer had problem getting insulin pump to work. It was reported that at 9.43 time it looks half full of insulin and battery. The customer was assisted inserting the infusion set and delivering a bolus. The customer declined troubleshooting for high blood glucose. Insulin pump will not be returned for analysis.